Event description:
Reporter alleged discrepant values between the blood glucose monitoring device and a valid lab comparative. Reporter stated the meter read 88 mg/dl and the lab measured 227 mg/dl. Reporter indicated the tests were performed within 6 minutes of each other however does not believe the lab sample was spun and run within 30 minutes. Reporter stated controls were run after the testing and "passed" however there was no treatment info was provided other than pt had been "discharged." A request was made for the return of the suspect device and replacement product was sent.